Manufacturer narrative:
Patient information a4 weight is unknown. The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Medical safety review. Medical safety/clinical reviewed the event. The patient had impella cp placed with extracorporeal membrane oxygenation (ECMO) that was later escalated to impella 5.5 for left ventricular unloading. After multiple days on combined ECMO and impella 5.5 support there were concerns of hypoxic brain damage and care was withdrawn and the patient passed away. Brain hypoxia is an increased risk with impella 5.5 and ECMO. This would be an adverse event but not a definite contributing factor to the death of the patient as this is a risk of critically ill patients. Device status: the impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in cardiogenic shock secondary to an acute myocardial infarction was initially implanted with an impella cp device for temporary mechanical circulatory support with extracorporeal membrane oxygenation (ECMO). Subsequently, the patient was escalated to impella 5.5 for left ventricular unloading. After multiple days on combined ECMO and impella 5.5 support there were concerns of hypoxic brain damage and care was withdrawn and the patient passed away. Additional information received from the after reveal of the hypoxic brain damage, therapy was withdrawn; there were no complications associated with the impella therapy.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.